Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and a constant limp.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/30/2016¿ pfs and medical records received. After review of the medical records for MDR reportability, a revision operative note for (B)(6) 2016 indicates "revision of a previous hip revision" from 2007. The operative note from (B)(6) 2016 does not indicate what implants were explanted. The medical records nor the pfs contain any other information regarding a revision in 2007. It is unclear therefore, when the reported depuy products (implanted in 2005) were explanted given the current information (although because of the operative note (B)(6) 2016, it is clear they are no longer present in the patient). Added patient harm and FDA codes for fracture-intraop major (intraoperative fracture of calcar requiring cable on (B)(6) 2005), and poor joint mechanics/loss of range of motion.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what was previously reported, ppf alleges bone and component fracture. After review of the medical records for MDR reportability, patient was revised to address loosed stem and acetabular component. Revision note reported of loose stent in the femoral canal, split in the femur and lots of bony defect. The acetabular component was removed as well. It was also reported that patient had seen in the ER due to fall.